Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 300 mg/dl and low blood glucose of 50 mg/dl. During troubleshooting, customer requested to speak with someone who was authorized to view his carelink. Call was transferred.